Event description:
It was reported that the customer experienced low blood glucose levels, and required medical assistance by the paramedics. It was stated that the insulin pump delivered 21 units of insulin prior to the event. Troubleshooting was performed. Found that the customer was programming manual boluses instead of using the bolus wizard. The mother was advised to use the bolus wizard by entering the blood glucose and carbohydrate amount. The mother understood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.